Event description:
It was reported that during a therapeutic procedure the subject device had an image anomaly. The issue was found prior to procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the video connector electrical contact area, waterproofing defect near the video connector o-ring, water ingress in the main unit imaging and water ingress in the camera cable internal circuit board. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic procedure the subject device had an image anomaly. The issue was found prior to procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.